Manufacturer narrative:
This is a supplemental report to provide additional information. There was a crack at 19 mm from the distal end on the probe. There was scratch around the crack of the probe and the coating for electric insulation of the probe was partially missing around the scratch. The manufacturing record was reviewed and found no irregularities. The investigation found the device was missing inner tube and the probe holder moved inside the insertion pipe might be traced to manufacturing. This issue has been escalated per internal processes. As a result of the investigation, omsc assumes that the coating of the probe was damaged since the probe contacted the outer pipe during activatoin due to the misregistration of the probe holder.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the probe damage error occurred. There was no patient injury reported. No further information. On february 28, 2020, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing. This is the report regarding the missing coating of the probe.